Event description:
The pt's nurse placed a call to technical services to have a pt's cycler picked up. The nurse stated that the pt had expired and the cause was unk. The pt was living in a nursing home. No malfunctions or product defects reported.

Manufacturer narrative:
(B)(4). Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical departments in the process of requesting pt medical records and treatment data info regarding reported event. A supplemental report will be submitted upon completion of the investigation. Please reference MDR numbers: 2937457-2013-00197, 8030665-2013-00606, 1713747-2013-99945.